Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Review of this file determined that the event date has to be corrected.

Event description:
On (B)(6) 2012, the patient underwent treatment for a pre-existing ruptured abdominal aortic aneurysm, and was implanted with gore® excluder® aaa endoprosthesis featuring the gore® c3 delivery system. Completion angiography showed a slight proximal type I endoleak. The physician choose to conclude the procedure and monitored the patient. During the follow up visits in the hospital an enlargement of the aneurysm sac from 66mm measured on (B)(6) 2013 to 78mm measured on (B)(6) 2014 was noticed. And the physician decided to implant and additional endograft. On (B)(6) 2014 the patient was implanted with an additional 28mm gore® excluder® aaa endoprosthesis to solve the type I endoleak. The cuff was placed and molded with a 32mm coda balloon. Following the procedure there was no evidence of a significant type I endoleak.